Manufacturer narrative:
The reported event of guidewire protruding through the lead body was confirmed. As received, a complete lead was returned in one piece. Visual examination found the insulation cut consistent with procedural damage. The insulation cut could have allowed the guidewire to exit the lead body consistent with the reported event.

Event description:
During implant, the physician implanted the left ventricular (lv) lead. The physician then elected to reposition the lv lead with the guidewire and observed the guidewire protruding through the lv lead body via diagnostic imaging. The physician explanted the lv lead and injected fluid into the inner lumen and confirmed the lead was perforated. The issue was resolved by replacing the lv lead. The patient was in stable condition.